Event description:
The pt's attorney report the following: (B)(6) 2010 - the pt had surgery and the surgeon placed a sepramesh ip composite over the wound. Ni/ni/ni - the pt receive home health care at his home. Attorney alleged failed mesh, serious injuries, abdominal rupture additional medical treatment, pain

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. No lot number has been provided by the pt's attorney; therefore a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.